Manufacturer narrative:
Additional information received indicates that the controller power port was noticeably loose on the controller side. The patient and vad coordinator reported that they believed the port should not be used due to the loose connection. There were no reported alarms or loss of power associated with the reported event. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The controller was returned for analysis. The controller passed functional testing but failed visual inspection. Visual analysis of the controller confirmed that one of the power connectors was loose due to a loose nut on the interior of the controller. However, this port performed proper mating and locks action when a power source was connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. Log file analysis showed no high priority alarms. A DHR was conducted by reviewing the supplier ncmr log. No non-conformances were found in the DHR review. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. While the exact cause that provoked the loose connector could not be determined accurately, it is likely that this damage is the result of a loose bolt. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient at the clinic experienced a poor mechanical connection on the controller. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.